Manufacturer narrative:
This supplemental report is being submitted to provide the correct date of "g3: date received by manufacturer" in the initial report. The date of "g3: date received by manufacturer" was december 24th 2020, not january 14th, 2021.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the followings. The glue of the light guide lens and objective lens were porous. The cover of the distal end was cracked. The glue of the bending section rubber was porous. The air/water cylinder was worn out. The suction cylinder was worn out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of twice microbiological testing by the user facility was positive, and the sample collected from the suction channel of the subject device tested positive for unspecified microbes (>20cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator advantage, using peracetic acid. There was no report of infection associated with this report.